Event description:
The device reportedly delivered one 200 joule shock to the patient and then began to give connect electrodes messages. The connection of the device to the patient was verified and power was cycled however, the connect electrodes message continued to be displayed. The device operator switched to the ECG leads in order to view the patient's ECG rythm. The device then gave a connect electrodes message each time charge button was pressed. A back up device was obtained and treatment was continued. The patient's outcome and details were not reported to mpc.